Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material was present within the device, however, the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer had returned the gastrointestinal videoscope to the service center for evaluation related to a separate issue. During testing, foreign materials found present inside the control unit's internal tube and the nozzle has foreign objects. There had been no patient involvement.